Event description:
There was no patient involved in this event. The pad unit has a solid green status indicator light as well as flashing green light.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of one of ten minutes duration were recorded on the (B)(6) 2015. Investigation was unable to replicate or find conclusive evidence of the reported fault. There was one ten minute time out recorded. This may indicate the user was power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.